Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level in the 400's mg/dl range. Cause of bg and dka was due to the non-tandem infusion set site falling off the customer while the customer was sleeping. Customer received fluids and insulin as treatment. Customer was released from the hospital at the end of august (exact date unknown) with no permanent damage.